Manufacturer narrative:
Device passed the rewind test, prime or a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to completed the functional testing or verify the drive or motor anomaly or motor error alarm due to completely broken off reservoir tube lip. However, no unexpected motor grinding noise noted. The motor was tested outside of the unit and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device had intermittent button response on the act due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No e or a alarm noted during testing. Device also had a missing reservoir tube o-ring, minor or deep scratched display window, cracked case at display window corner, customer applying adhesive to the broken belt clip slot area, scratched reservoir tube window and missing end cap sticker. Device uploaded properly using care link. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received motor error, button error as well as unspecified error. Customer¿s blood glucose level was unknown. Customer stated that the cracks in casing, chips or hairline fractures as well as cracked or chipped off at the reservoir, motor sounds labored, motor makes grinding noise and insulin pump was rejected new battery. The device will not be returned for analysis.